Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
Additional narrative: update rec'd 8/5/14 - sales rep reported revision surgery. Patient was revised to address pain. Doi: (B)(6) 2008 - dor: (B)(6) 2014 (left hip). The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations is no longer required per wi-3430. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 01, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges decreased activity level, could not walk long distances and was unable to sleep on the left side, and elevated chromium-cobalt levels. After review of the medical records for the MDR reportability, it was reported that the patient was revised to address painful metal-on-metal left tha. Revision notes stated that the granulation tissue present in the anterior capsule did not have a dark black appearance and seemed more of a chronic synovitis. There was no evidence of significant metallosis. The cup and head was noted to have abrasions secondary to the removal process. The trunnion of the stem appeared to be in good condition with no corrosion. Discharge notes stated that there was some heterotopic ossification on prior x-rays. Stem has been added for the alleged high metal ions, however, there were no laboratory values provided. This complaint was updated on jun 12, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2014. Update (B)(6) 2017: legal medical records received. In addition to what was previously alleged, pfs alleges decreased activity level, could not walk long distances and was unable to sleep on the left side, and elevated chromium-cobalt levels. After review of the medical records for the MDR reportability, it was reported that the patient was revised to address painful metal-on-metal left tha. Revision notes stated that the granulation tissue present in the anterior capsule did not have a dark black appearance and seemed more of a chronic synovitis. There was no evidence of significant metallosis. The cup and head was noted to have abrasions secondary to the removal process. The trunnion of the stem appeared to be in good condition with no corrosion. Discharge notes stated that there was some heterotopic ossification on prior x-rays. Stem has been added for the alleged high metal ions, however, there were no laboratory values provided. This complaint was updated on (B)(6) 2017.